Manufacturer narrative:
Correction - section h10 in follow up 1, kit lot should be g397. Mc (B)(4). (B)(6) 2019.

Manufacturer narrative:
The customer returned photographs, and the kit with smart card for investigation. Review of the smart card data identified that the kit was primed with anticoagulant and saline solution without issue. Further review of the smart card data confirmed that an alarm #7: blood leak? (Centrifuge chamber) occurred after 211 ml of whole blood had been processed. A review of the photographs shows that the base of the outer bowl appears to be intact and contained within the bowl holder. Pieces of the outer bowl are still connected to the base of the bowl inside the bowl holder. The drive tube is twisted. There are broken pieces of the bowl on the floor of the centrifuge chamber. The returned sample showed the circumference between the outer bowl and base of the bowl weld engagement was still present, indicating that the breakage occurred in the material and not at the weld joint. All four locating tabs are present and undamaged. A material trace of the bowl assembly and its components used to build lot g375 found no related non-conformances. The device history record review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the centrifuge bowl leak/break could not be determined based on the available information. No further action is required at this time. Investigation complete. Mc (B)(4). (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g397 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g397 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit, smartcard, and photographs is still in progress. A supplemental report will be filed when the analysis is complete. Mc: (B)(4); s.d.a.: (B)(6) 2019.

Event description:
Customer called to report a centrifuge bowl break during a treatment procedure. The customer stated that approximately 200 ml of whole blood had been processed at the time the break occured. The customer stated that the patient is stable, and that the event is non-serious. The customer returned the kit, smartcard, and photographs for investigation.